Event description:
The customer reported that the AED's asi is blank and will not power on. They also reported that the pads were expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on but powered on with a spare battery. They also reported that the pads were expired. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.